Manufacturer narrative:
The rapidcross pta rapid exchange balloon dilatation catheter was not received for evaluation. No ancillary devices or cine images from the procedure were received. A single photographic image was received. The photographic image is of a rapidcross dilatation catheter with a portion covered by surgical gauze. A portion of the catheter is not captured in the image of the coiled dilatation catheter. Due to the quality and clarity of the image it is not possible to identify if balloon chamber material is present. Due to the quality and clarity of the image it is not possible to determine the type of balloon burst. The photograph of the rapidcross dilatation catheter appear to have sanguine material within the inflation lumen: indicating communication between the inflation lumen and the sanguine environment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a rapid cross to treat a moderately calcified lesion in the tibial/popliteal trunk. The IFU was followed and the device was prepped without issue. It was reported that a balloon burst occurred during inflation at a unknown pressure. The procedure was completed using a replacement balloon. No patient injury was reported.